Event description:
No osseointegration, bone resorption, coronal loss of bone, immediate extraction and placement, but solid implant placed. 2nd implant & abutment come out same day. Implant removed coronally but integrated at apical 1/4. Same patient as (B)(6).